Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the planned treatment was completed using the same system as only the storage of image was not possible. Philips remote service engineer (rse) inspected the system remotely and confirmed the image storage not possible because of image disk error and x-ray pc degraded disk bay board via remote alert. The philips field service engineer (fse) examined the system onsite and performed troubleshooting. Review of the log files confirmed the image disk storage issues. To resolve the issue, fse replaced disk bay of x-ray pc. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for suite pc, x-ray pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that image storage was not possible. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.